Event description:
Approximately 350cc normal saline administered during a routine hemodialysis treatment as a result of a decrease in patient's blood pressure. Nurse observed a clear fluid leak on table top, approximately 200cc. Nurse ended treatment and returned patient's blood. Nurse examined cartridge and observed leak in pouches. Uf volume target was 4.6kg; nurse states she is unsure of accuracy of post weight, patient may not have stood properly on scale. Nurse also states patient's blood pressure typically decreases at the start of dialysis. The patient's blood pressure medications have subsequently been adjusted suggesting that medication may have been a contributing factor to low blood pressure.

Manufacturer narrative:
The cartridge was not returned for evaluation as requested and appears to have been lost in transit by the carrier. The reported leak cannot be confirmed although treatment data log file analysis suggests that a dialysate leak occurred in the disposable fluid path. The occurrence of similar leaks have been investigated and an exact assignable cause cannot be determined. Appropriate action has been taken to reduce the occurrence of leaks. The user's guide includes adequate warnings for the operator to periodically check the system for leaks as the cycler may not sense slow leaks and to terminate the treatment if a leak cannot be resolved. Nxstage medical considers this report closed. No additional information will be provided.